Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error was observed, which was attributed to the difference between the blower pressure sensor reading and the outlet pressure sensor reading being 10 cmh2o or greater for 5 seconds. Further assessment determined that the printed circuit assembly (pca) required replacement. Additionally, an error indicating the device was unable to write to the event log was identified. Contamination from tobacco, dust, and dirt was also observed inside the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.